Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) was over-sensing post-ventricular contractions (pvc). No changes were made and there were no patient consequences.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) was over-sensing noise due to incorrectly interpreting post-ventricular contractions (pvc). No changes were made and there were no patient consequences.